Event description:
It was reported that the unspecified bd¿ catheter broke from the hub when inserting the cannula into the vein. The following information was provided by the initial reporter, translated from german: "when inserting the vein cannula, the catheter breaks off. It is then removed from the patient and a new catheter is used."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the unspecified bd¿ catheter broke from the hub when inserting the cannula into the vein. The following information was provided by the initial reporter, translated from german: "when inserting the vein cannula, the catheter breaks off. It is then removed from the patient and a new catheter is used."